Manufacturer narrative:
B1: added adverse event h1: corrected to serious injury

Manufacturer narrative:
Corrected information was provided in b5 and d4. Upon review, the event description, catalog, serial and primary UDI number have been updated. Corrected information was provided in e4. Upon review, it was identified that it was inadvertently omitted from the initial report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of pd-cannula assembly- (twist, bent, kinked) was most likely patient condition related since the clinical team confirmed the issue was due to the patient had difficult anatomy of vasculature (very poor iliac vascular condition). The cause of failure to advance was most likely patient condition related since the clinical team confirmed the issue was due to the patient had difficult anatomy of vasculature (very poor iliac vascular condition). The cause of low or blocked pump flow was most likely patient related because there was a cannula kink caused by the patient's vascular condition that was observed at the time of the flow issue.

Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery in an 81-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions (scai) stage a. The patient¿s past medical history was significant for peripheral arterial disease and prior coronary artery bypass graft surgery. During the procedure, it was reported that although the impella cp device was successfully advanced into position, no flow could be established. Based on information provided during after-action review with the implanting physician, the patient was noted to have severely compromised iliac vascular anatomy. The device was observed to be kinked, which was attributed to significant underlying vascular disease, including noted calcification. It was noted that the location of resistance was identified as the femoral artery. Due to the inability to achieve adequate flow, the impella cp device was explanted, and the planned percutaneous coronary intervention was completed without mechanical circulatory support. The physician reported that the impella cp device functioned as intended and that the inability to establish flow was related to patient-specific vascular anatomy rather. The patient¿s outcome following percutaneous coronary intervention was reported as stable. The reported event of inability to establish flow is consistent with patient-specific vascular factors, including severe peripheral arterial disease, calcification, and compromised iliac vessel anatomy, which may impact catheter advancement and function in large-bore arterial access procedures.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The kinking of the pump is attributable to the patient¿s vascular condition. Accordingly, the pump was explanted and the pci was performed without an impella. Technically, the pump functioned flawlessly.

Event description:
The user facility reported a 81 year old male on an impella cp due to acute myocardial infarction. The patient had very poor iliac vascular condition. The pump could be placed but was so kinked that no flow could be established. The kinking of the pump is attributable to the patient¿s vascular condition. Accordingly, the pump was explanted and the pci was performed without an impella. Technically, the pump functioned flawlessly. The patient was stable post procedure.